Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 7482a40, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v568684, implanted: 2011 (B)(6); product type lead product ID 3387s-40, lot# v568684, implanted: 2011 (B)(6); product type lead product ID 7438, serial# (B)(4), product type programmer, patient product ID 7482a40, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a return of tremors in his right arm since a hard fall ¿on saturday.¿ the patient¿s sister reported that they were worse than they had ever been. The patient had also been having headaches since the fall. The patient was admitted to the emergency room (ER). Eight days later it was reported that the patient was discharged, but the reporter had no information about the resolution of the reported issues. The patient told the reporter that he had his own physician out of town who he would consult with. Additional information was requested, but was not available as of the date of this report.